Manufacturer narrative:
(B)(4). Device expiration date corrected from 12/31/2011 to 12/31/2012. Three unused representative samples with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was use to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A cuff miss can occur due to a number of factors including, but not limited to needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced cuff miss. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device.